Event description:
This follow-up MDR is created to document the additional event information received for record # (B)(4). According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2015 and revised on (B)(6) 2020 due to incorrect sizing. Information received indicated that the device was sized too small. There was no malfunction. No product was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of repositioning, quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, the implant was sized too small. No malfunction. The device was revised.